Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself several times during a cardiac event in which the crew was attempting to defibrillate the patient. The patient, a (B)(6) female, had collapsed while at a surgery rehabilitation center after complaining of chest pain. The nurses at the facility immediately called for assistance and the ems crew arrived within only a few minutes. Upon arrival the crew observed that the patient's heart rhythm (ECG) was in ventricular fibrillation (vf). The crew provided a total of 5 shocks to the patient; however, while attempting the 6th shock the device powered off while charging. Power was restored but each time the crew attempted to charge the device, it would power off by itself. The patient was delivered to a local hospital where the patient was shocked an additional four (4) times using a different device in the emergency department. Medical personnel at the hospital were unable to resuscitate the patient. The patient did not survive the event. The reporter, a clinical specialist with 9 years of experience as a paramedic, advised that the device use did not contribute to the patient's outcome due to the 5 successful shocks that were delivered to the patient prior to arrival at the hospital.

Manufacturer narrative:
After extensive additional testing of the customer's device, physio-control was unable to duplicate the reported issue. As a precaution, physio replaced the device's battery pins and then completed other, unrelated repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.